Event description:
Information received from our another country affiliate noting a patient developed a corneal ulcer while wearing acuvue advance contact lenses. The reporting ophthalmologist reported he believes the cause of the injury to be due to poor hygiene and poor compliance. The reporting ophthalmologist reported "three germs" had been cultured from the injury, but they were not identified. The ophthalmologist has reported patient will require enucleation. Our affiliat has tried to contact the reporting ophthalmologist by phone and email, and we have been unable to get additional information.